Manufacturer narrative:
(B)(4) - endoleaks are addressed in the IFU. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warning and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, device sizing guidelines, proper ballooning sites, f/u guidelines. By report, the device was undersized resulting in an endoleak. The endoleak was reduced after placing a stent. We will notify the appropriate personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment.

Event description:
An (B)(6) male pt underwent aaa repair on (B)(6) 2011. The procedure consisted of placement of a mainbody and two iliac leg grafts. The final confirmatory angiography showed proximal type I endoleak. The leak became better by add'l placement of a stent. When the right iliac leg graft was sealed using a coda balloon, the leg graft was expanded more than expected; then a reduction in blood pressure was confirmed. The physician confirmed a blood leakage from the right common iliac artery by angiography. He embolized the right iliac artery with a coil and sponzel, occluding the proximal neck by a coda balloon, then placed another iliac leg graft to the external iliac artery. He performed another angiography and confirmed the leakage was solved and completed the procedure. The proximal type I endoleak and the rupture will be followed closely. The pt had a favorable outcome.